Manufacturer narrative:
The ge rep performed an on site investigation. The boards were reseated. All connections were checked. The sys was then found to be operating as intended.

Event description:
The customer reported the sys shut down during a case. No report of pt injury.